Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported experiencing pain at the infusion site and removed the pod. Upon removal, it was observed that the needle did not retract, indicating that there was a needle mechanism failure. The patient also reported their blood glucose level (bg) were at 103 mg/dl.

Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. No damages or defects were found that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted.